Event description:
Patient called alleging high readings on the lfs meter. Patient obtained a 169 mg/dl and did not experience any symptoms at the time of testing. Patient went to see their md because of the high reading and ws not treated at the doctor's office. The test strips were in good condition and not expired. Control solution failed twice. Based on the information provided this case is a malfunction. Cuxtomer service is replacing the supplies for the patient.